Event description:
Patient reported left side ¿breast tissue has become very dense and cystic¿, "my implants were recalled, pain, nipple started pouring blood, lumpectomy, cellulitis and infection". Patient additionally reported "body aches", ¿very low wbc¿, ¿low vitamin d and b12¿, ¿depression¿, ¿anxiety¿, ¿fatigue¿, ¿stomach issues¿, ¿brain fog¿, and ¿loss of concentration¿ unrelated to the device. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : a review of the further investigation has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. The reported events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and infection (unknown onset).

Event description:
Patient reported left side ¿breast tissue has become very dense and cystic¿, "my implants were recalled, pain, nipple started pouring blood, lumpectomy, cellulitis and infection". Patient additionally reported "body aches", ¿very low wbc¿, ¿low vitamin d and b12¿, ¿depression¿, ¿anxiety¿, ¿fatigue¿, ¿stomach issues¿, ¿brain fog¿, and ¿loss of concentration¿ unrelated to the device. Device remains implanted.